Manufacturer narrative:
The customer called in to report that the battery was defective. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Per good faith effort (gfe), the customer did not replace the battery. No further information or action provided. No replacement of the battery was performed by customer per gfe response. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that the battery was defective. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the battery was defective. The investigation is ongoing.